Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets were damaged. It was further reported that the blue main body was cracked. This was found during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection on the first sample revealed that there was a crack in the blue main body. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified for the first sample. The cause of the condition was not determined. Visual inspection on the second sample revealed that there was a blockage in the silicone tubing. Leak testing, clear passage testing, and clamp function testing were performed. Clear passage testing failed due to the blocked tubing. After the tubing was manipulated, solution flowed through the set with no issues noted. The reported condition of a cracked main body was not verified for the second sample. The cause of the blockage was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.